Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# va055f0, implanted: (B)(6) 2014, product type: lead. Product ID 3986a, lot# n303867, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noticed a loss of coverage a few months ago and their health care professional (hcp) was programming around the high impedances. There were impedances on (B)(6) 2016. The patient was in for a revision of their lead. The manufacturer representative (rep) noted that when the lead was first tested all impedances were 770-1295 ohms range except for contact 1. Everything with 1 was showing greater than 10,000 ohms. The hcp had already planned to replace the lead since the patient had issues in the past with 0-3 being high and the patient had loss coverage. Once the hcp replaced the lead impedances were still in 770-1295 range with the exception of 1 being at greater than 10,000. They went in and switched the implantable neurostimulator (ins). They went to test at that point, 1 and 7 contacts were showing greater than 10,000 ohms. They tried testing at 3v and they showed greater than 40 ,000 ohms. The same issues seen if testing lead impedance with screening cable/external neurostimulator (ens). They went back to test the extension as well as lead only and again 1 and 7 were showing 10,0000 ohms. It was noted that the hcp was reprogramming around the high impedances. Other relevant medical history includes complex reg pain syndrome. Related reports:3004209178-2016-13825.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.